Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. Philips field service engineer (fse) determined the air valve not closing completely. Fse replaced the air valve and the unit passed all tests. Failure analysis of the returned part indicates: customer returned blower air valve, air flow sensor and exhalation flow sensor was tested and no failures were identified.

Event description:
During annual pm philips field service engineer (fse) noted the unit failed the air flow test. No patient/user harm reported.